Event description:
It was reported that the procedure was to treat a lesion with 90% stenosis and moderate calcification in the left anterior descending artery. Pre-dilation was performed with an unspecified 1.5x18 mm non-compliant balloon inflated to 12 and 14 atmospheres. A 3.0x48 mm xience xpedition stent delivery system (sds) was advanced toward the target lesion, the stent was deployed, and a proximal edge dissection was observed after implanting the sds stent. There was no interaction of devices. A xience prime stent was used to successfully cover the dissection. There were no other device/procedural issues noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.